Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. He treated with a bolus. Customer declined to troubleshoot. It was later stated that he changed the set and his blood glucose came down to about 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.